Manufacturer narrative:
B4: 02sep2021. The customer spoke with a remote service engineer (rse) and the rse advised the customer to perform the following troubleshooting steps: check the voltage on the battery and the battery date code, and advised customer with the battery disconnected and ac power connected to check the connector for charging voltage. The rse followed up with the customer and found that the customer states that the battery connector on the side of the unit has 0 volts when ac is connected. The rse advised customer to verify the output of the power supply to determine if the issue is the power supply or the power management board. The rse again followed up with customer, and they have not been back to this site. Advised customer that the issue sounds like a power management board or a power supply issue. Customer requested to close the case.

Manufacturer narrative:
Date of report: 13aug2021. There was no patient involvement.

Event description:
The customer reported the battery light does not illuminate., but the ventilator will operate on the battery. There was no patient involvement. The customer replaced the front bezel to attempt a resolution however the problem persisted. There are no errors in the error log. The customer spoke with a remote service engineer (rse) and the rse advised the customer to perform the following troubleshooting steps: check the voltage on the battery and the battery date code and advised customer with the battery disconnected and ac power connected to check the connector for charging voltage. Further information is pending.